Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735843, lot number: unknown; and product ID: 9735821r, lot number: p900630 h3/h6: the system was serviced in the field. In summary, the ethernet cable and camera were replaced. Codes b01, c02, c08, and d02 apply. The camera was returned for analysis. The returned positioning sensor unit (psu) contained scratches on the housing lenses. A check of the event log showed intermittent firmware incompatibility and intermittent illuminator current low. The psu passed an accuracy test. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after replacing the position sensor unit (psu), there was a localizer not connected message. During troubleshooting, the manufacturer representative (rep) checked that the issue was isolated to the camera cart by swapping in a different known working camera cart. The system worked as intended with the good camera cart. The rep opened both the good and the bad camera cart up. The rep swapped connections from the bad camera carts o-ring into the good camera carts power over ethernet (poe). This allowed the bad camera cart to effectively hijack the good camera cart's connection to its camera. When connected this way, the system worked as intended. This proved communication on the bad cart functioned up until the o-ring. The rep swapped a connection from the bad camera carts' poe into the back of a good, known working camera. This functioned as intended as well. The rep was also able to bypass the poe and connect directly into the camera of the camera cart, and it worked as intended. This proved the issue lay only in the connection running from the bad camera carts' poe up into the camera. It was noted that the probable cause of the issue was the ethernet cable. There was no patient involvement.

Manufacturer narrative:
H2/h6: the ethernet kit, lot number: unknown, was returned and analyzed. It was found that one connector and three cables were returned. The connector, orange cable, and black cable (with ferrite) had no failure found. The black cable (with screws) had a broken ethernet clip. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.